Event description:
(B)(6) study. It was reported that complete heart block occurred. Prior to the index procedure, heparin or another anticoagulant was given. The subject received a loading dose of 81 mg of aspirin and 75 mg of clopidogrel. A lotus introducer was placed and treated with balloon valvuloplasty as per the directions for use. Subsequent deployment of a 25mm lotus edge valve was implanted successfully, with repositioning of the lotus edge valve involving complete re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus in accordance with the directions for use. On the same day of the index procedure, the subject developed first degree av block. The hospitalization was prolonged for the event. Two days later, the event was considered recovered with sequelae and on the same day the subject was discharged.